Event description:
It was reported by the aci sales professional that a patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram revealed no presence of calcium at the access site. Following the procedure, the physician who is a trained user of the mynx, used the device to close the access site. There were no reports of complications during the procedure and closure. Hemostasis was successfully achieved with the mynx. It was reported that the patient was transferred to the post care area. While there, the patient used a bed pan. A short time later, the patient was transferred to another post care area and when the nurse removed the patient's drape, a hematoma had formed from the groin down to the thigh area. Manual compression was held for more than an hour, which resolved the hematoma. As of this writing, the patient is reportedly still in the hospital. The discharge date has not been confirmed; however, it was reported that the patient is doing fine with no further clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.